Event description:
Asr medical record received. After review of medical record, patient was revised due to local adverse tissue reaction secondary to metallosis. Patient had elevated metal ion levels and experienced pain. Revision notes stated that a dark tea-colored thin synovial fluid was encountered. There was small amount of trunnionosis at the base of the trunnion. The acetabular component was noted to have a step-off on the inner diameter resulting in a very sharp edge. Cup was removed with a very minimal bone loss. Bone scan of the bilateral hips done (B)(6) 2021 stated increased periprosthetic tracer uptake greatest along the proximal femoral component at the greater trochanter to lesser trochanter, there is possible hardware loosening. MRI of left hip last (B)(6) 2021 stated that there is no fracture or definite loosening seen. There maybe periprosthetic effusion noted. Laboratory result last (B)(6) 2021 for chromium was 3ng/ml and cobalt was 6.9ng/ml. Doi: (B)(6) 2009. Dor: (B)(6) 2021. (Left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records and pfs, patient stated the he was certain as to when the symptoms began right after the implantation of the device. The patient experienced severe pain to his left hip and numbness of his feet, toes and both hands.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Event description:
Additional information received indicated that the patient experienced severe pain, discomfort, increased metal levels in blood including cobalt & chromium, permanent injuries, emotional distress, disability and disfigurement that led to patient's revision on (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.